Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. There was no hot battery noted during testing. The pump had minor scratched display window, cracked display window corners, broken battery tube threads and broken reservoir tube lip.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 320 mg/dl at the time of incident. The customer stated that the pump was dropped in water and there were broken pieces. The customer treated with manual injections. Also, the customer stated that the battery got hot. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.